Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that farawave catheter was replaced, and when the physician inserted the 2nd farawave, the faradrive sheath began entraining air when aspirating. There had been an sl2 dilator, an octaray, and then 2 farawaves when the air was noticed. The physician did not keep continuous flush connected to the faradrive to prevent risk of accidental air going in. Bubbles were observed in the flushing line. The procedure was completed successfully by using agilis 13 fr sheath. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: analysis of the returned sheath found the internal valve was torn by their center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that farawave catheter was replaced, and when the physician inserted the 2nd farawave, the faradrive sheath began entraining air when aspirating. There had been an sl2 dilator, an octaray, and then 2 farawaves when the air was noticed. The physician did not keep continuous flush connected to the faradrive to prevent risk of accidental air going in. Bubbles were observed in the flushing line. The procedure was completed successfully by using agilis 13 fr sheath. No patient complications have been reported. The product is expected to be returned.